Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device and the treatment appears to be related to the circumstances of the procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported stent graft leak and reported patient effects cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with acute myocardial infarction. A non-abbott drug eluting stent was implanted in the right coronary artery and post-dilatation was performed with good results. However, a perforation occurred; therefore, a 3.5 x 19 mm graftmaster stent was implanted to seal the perforation. The perforation may have been too long, and due to the complications arising with the patient, the appropriate size may not have been used because the perforation was not sealed. Therefore, a 4.0 x 19 mm graftmaster stent was used to successfully seal the perforation. Angiography showed a satisfactory outcome. The patient was then sent to critical care unit, but went into cardiac arrest and subsequently died. Reportedly, the cause of death was cardiac arrest and not related to the graftmaster stents. No additional information was provided.